Event description:
The doctor was positioning the dental light for use when the lens heat shield/holder fell from the light onto the patient. The lens heat shield/holder is less than one pound, however, it can get hot due to being close to the halogen light bulb assembly. There were no injuries reported.

Manufacturer narrative:
The plastic lens shields were not installed properly on the light during initial installation causing the lens heat shield to fall off the light assembly. The lens heat shield assembly has to be removed during initial installation to remove the protective shield coating from the plastic lens covers and then reinstalled by the dealer technician by snapping it into position; however, the plastic lens shield covers were left off. The installation instructions clearly state the proper set up process for installing a dental light. We also have a tag on the heat shield assembly listing proper installation instructions. Investigation revealed that this incident was due to a failure to properly install the dental light.